Manufacturer narrative:
(B)(4).

Event description:
The patient had a neurostimulator implanted on her left side and had 85 to 95% reduction in her symptoms. She had headaches caused by electrodes which had been going on for a long time now and keep the device off most of the time. Contact 1 was not working and she felt a slight current running through her neck even though the connector is way down in the tissue of her neck. The other connector was noted as behind her ear where it is supposed to be. She was told this poses no concerns to her health and since she did not need it on to function, was told to keep it turned off. If it ended up that she needed it they would fix it. The patient also had a device implanted on her right side. There were no issues with this device until 2 nights ago when she got what was described as a really bad headache that was localized on the right side of my head. Aspirin and tylenol did not help. She went back to sleep but still had the headache. It became worse later and she became nauseous. The patient then turned the device on the right side off and her headache which she had for 12 hours went away in 20 minutes. This was unusual for the patient since previously the only issues with the device and headaches with the left system. It was also noted that her left hip was numb to the touch for the past hour and was not resolving. She was concerned that this had something to do with the surgery because about a year after implant, she developed a whiplash like tic where her head would get thrust back really hard. Unable to follow up with the contact information provided hence no additional information was obtained.